Manufacturer narrative:
(B)(4). The 510(k): k032426. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Additional information received 3/8/2017 - patient alleges that an ivc filter was implanted on (B)(6) 2006. The filter was placed to prevent pe after an emergency pulmonary embolectomy on cardiopulmonary bypass. No attempt to remove filter. On (B)(6) 2015 scan of ivc filter did not indicate any issues with filter. Patient alleges dvt and worry/concern about future possible events related to the filter.

Manufacturer narrative:
Correction: device has not been identified. Lot number or other product identifications were not provided. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2006.¿ it is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.